Event description:
Customer reports that the device produced an eee error which made her unable to use the device. She states that she is a gestational diabetic and during a routine visit, she was admitted to the hospital and treated for high blood glucose. Customer was unable to use the device to determine blood glucose levels during this time. Requested return of suspect device and replacement was sent.